Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies found. The proximal segment of the lead was returned and analyzed. Additional findings was that blood/body fluid outer tubing overlay, outer tubing overlay melted and cosmetic environmental stress cracking, outer insulation cosmetic depression and apparent explant damage.

Event description:
It was reported that the right ventricular lead was exhibiting high thresholds. The lead was capped and replaced. No patient complications were reported as a result of this event.